Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during the initial drain of peritoneal dialysis therapy. The tsr explained to the cg that the patient line and extension need to primed completely before connecting the home patient (hp). The technical service representative assisted the caregiver in clearing the alarm and the caregiver restarted therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, then a follow up report will be submitted.